Event description:
Customer called for assistance using the device. Troubleshooting by phone showed that the calibration check does not function. The device was replaced and the defective one returned for investigation.